Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 267 mg/dl. Pump system check was performed and occlusion appeared to be related to the non-tandem infusion set site. However, customer declined to complete the system check and declined to provide further information. Customer reported to have refilled the cartridge with insulin. Tandem technical support informed customer that the cartridge was labeled for single use.